Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29 (lot: 0012129780); product type: 0195-heart valves; product ID d-evprop23-29 (lot: 0012164301); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was attempted to be positioned two times and then was released at an approximate height of 1 millimeter (mm). The valve dislodged after final release from the delivery catheter system (dcs). Subsequently a second valve was implanted in a position of 7 mm with good final result. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the valve implant, the valve was recaptured two times as to reposition and was released during the third deployment attempt.

Manufacturer narrative:
Intra procedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. There is no evidence that a pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and an infold appears evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that two deployment attempts were made. Prior to release, the valve appeared to be approximately 0-1mm on the non-coronary cusp in the cusp overlap view and the inflow appeared constrained with a residual infold. The subsequent angiogram reveals that the valve dislodged aortic sometime between full release and removal of the delivery catheter system. The dislodgement event was not captured on fluoroscopy. The dislodged valve was left in the place in the aorta and a second valve was implanted. Conclusion: the investigation is ongoing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.